Manufacturer narrative:
The previous driveline repair is referenced in manufacturer report number #2916596-2019-04751. Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log files. Log file a contained approximately 10 days of data ((B)(6) 2020 per the timestamp). Log file b contained approximately 6 hours of data (10:56:44 ¿ 16:40:29 on ((B)(6) 2020 per the timestamp). A no external power alarm was captured on ((B)(6) 2020 from 06:56:19 to 06:56:34 due to both system controller power cables being disconnected from the power module at the same time. The alarm cleared when the controller was reconnected to external power. The system controller backup battery supplied power to the system without issue during the loss of external power. The system controller (serial number: ((B)(4)) was not returned for analysis. The root cause of the reported event was determined to be a user error in which both system controller power cables were disconnected from external power at the same time. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number ((B)(4), was manufactured in accordance with manufacturing and qa specifications. The heartmate ii system controller was shipped to the customer on (B)(6) 2016. Heartmate ii patient handbook under section 5 entitled ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) under section 7 entitled ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power and low voltage advisory, low speed advisory/hazard, low flow hazard, driveline disconnects, and pump stops alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate ii lvas. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must always be connected to a power source (power module or two heartmate 14 volt lithium-ion batteries). Heartmate ii patient handbook and heartmate ii instruction for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number #2916596-2020-04898. Log file analysis revealed speed drops and pump stops on (B)(6) 2020. This was likely caused by driveline issue or something being ingested into the pump such as device thrombosis. The patient had a driveline repair a year ago and the problem was not solved. Log file review also found driveline disconnects. The issue appeared to be a phase-to-phase. Driveline x-rays were requested. Ramp test suggested cannula obstruction. The patient had heart failure iii and lung congestion. There were no signs of low cardiac output. Anabolic-androgenic steroid (aas) was added and the patient was listed for urgent heart transplant. On (B)(6) 2020, the patient underwent pump explant and the device was not returned for evaluation. There was an incidental finding of a no external power alarm due to both system controller power cables being disconnected from the power module at the same time during the device's speed drops and pump stops on (B)(6) 2020. The alarm cleared when the controller was reconnected to external power. The system controller backup battery supplied power to the system without issue during the loss of external power.